Manufacturer narrative:
(B)(4) . The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that four days after placement of catheter the medical agent was leaking from the catheter. After that, the physician checked to find that there was damage on the catheter tube. Therefore, the catheter was replaced by a new one. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one snaplock adapter and one epidural catheter. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive material can be seen on the outer extrusion. Microscopic examination of the catheter revealed the catheter is damaged at approximately 40cm ((B)(4)) from the proximal end. The extrusion is cut and appears to have tooling marks as well as the coils appear to be damaged at the same location. A functional leak test was performed per (B)(4) section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester ((B)(4)). Other remarks: the proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was damaged, which was revealed during the visual inspection. No other leaks were detected. The reported complaint of the catheter leaking was confirmed based on the sample received. The returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 40cm from the proximal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. No lot number was provided. A device history record review was performed based upon a lot number from sales history data with no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event. No further action will be taken.

Event description:
The complaint states that four days after placement of catheter the medical agent was leaking from the catheter. After that, the physician checked to find that there was damage on the catheter tube. Therefore, the catheter was replaced by a new one. There was no patient injury.